Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Patient details (weight, dob, medical history and medications, were requested but not made available. Device lot/serial number was requested but not made available. Device likely remains implanted; no information was provided. Further investigation was not possible as additional information was not obtained / provided by author. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature was reviewed: three cases of internal iliac artery reconstruction using ibe, vbx, and viabahn for bilateral iliac artery aneurysms. Source: the japanese journal of vascular surgery. 2022: 31(suppl.) P.p14-1. [Case 1] an 82-year-old male patient presented with 60 mm bilateral common iliac artery aneurysms. Evar using gore® excluder® iliac branch endoprosthesis (ibe) was indicated. The common iliac arteries had bilateral aneurysm extending into the hypogastric arteries. The right hypogastric artery was embolized because it was in poor condition. The left hypogastric artery was reconstructed using an ibe device. Next, an 8mm x 5.9cm gore® viabahn® vbx balloon expandable endoprosthesis was implanted to extend coverage to a healthy landing zone in the hypogastric artery. Final angiography showed blood flow to the distal hypogastric artery. One-week postoperative CT scan showed occlusion of the reconstructed area. However, there were no signs of pelvic ischemia in the perioperative period. The patient was discharged on postoperative day 9. It was unknown which device was occluded. It is unknown if intervention was performed. Further details were requested from author, but no information was received.